Event description:
Same patient as MDR ID#: 2134265-2012-03541. During the (B)(6), in a presentation titled "longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," it was reported that in-stent restenosis occurred. A 3.0x24mm promus element stent, deployed in the ostial right coronary artery (rca) at 20atm, was deformed and observed as "shortening and reelongation by the guiding." The deformation was treated with post-dilation. The patient returned after five months and again at twelve months with "critical in-stent restenosis of he rca - ostium."

Manufacturer narrative:
Device is combination product. Source: (B)(6). "Longitudinal deformation of contemporary coronary stents: an integrated analysis of clinical experience and observations from the bench," (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).